Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, as the sheath of the device was being inserted with the removal of the dilator and the guide wire, the hemostatic valve did not work. There was a spray of blood from the valve; the physician placed his thumb over the sheath to control it. While the physician tried to rewire the site, he held manual arterial compression. Ultimately hemostasis was achieved with the insertion of the second starclose se device. There was no reported adverse patient sequela. Reportedly, when there spray of blood occurred, it came into contact with the physician's eye and was sprayed all over the room. A blood test was performed to ensure that there was no threat of hepatitis or other diseases. The tests came back negative and it was concluded that there was no harm caused to the physician. It was reported that the physician is trained in the use of the starclose se device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The sheath component was not returned with the device. Evaluation of the returned device found evidence of post procedure manipulation of device, as the plunger was depressed without being inserted into exchange sheath. The returned device was evaluated and re-deployed as intended, without observation. The valve failure could not be confirmed and without the product to examine, no determination can be made as to any factors that may have contributed the reported event. Reportedly, during use of the starclose se device, the user observed the haemostatic valve fail during the removal of the dilator and guide wire. Based on this investigation, a conclusive cause for valve failure could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there was no indication of a lot specific product quality deficiency. Based on this investigation, a conclusive cause for the reported valve failure could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Per instructions for use, precautions, states do not deploy the clip in area of calcified plaque.